Manufacturer narrative:
The user was using this roller pump in a five pump set-up. The user facility's biomedical engineer (biomed) opened the roller pump and saw that belts, etc. Were all connected. During laboratory testing, the reported complaint was duplicated. The prod surveillance technician (pst) felt resistance when turning pump gut by hand. The pst removed the pump gut and observed resistance when rotating main bearing by hand. The pst determined the main bearing to be the cause of the resistance in the pump gut rotation. The roller pump was sent to svc for further eval.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the main bearing. The device performed to specification and was returned to the customer. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (at the end of case), the sucker roller pump was seizing and the perfusionist (ccp) could feel resistance when turned by hand. No further suction was necessary when they ran into the issue, therefore the pump was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.